Event description:
It was reported to arrow clinical support (acs) that a 30cc iab had been placed and gas loss alarms started from insertion. Pump had been exchanged prior to calling acs. Acs helped clinician troubleshoot problem. After several attempts, acs advised that balloon probably had a small hole and suggested exchanging the iab. Iab was exchanged. There were no reported pt complications.